Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and complex reg pain syndrome type I. It was reported that the patient was in a motor vehicle accident and was having some pain. The patient wanted to meet with a manufacturer representative to have their system checked and programmed. No further complications are anticipated.